Event description:
The user facility reports one incident of a cracked clamp on the fistula needle tubing. This occurred at the end of the treatment after pt had been disconnected from the bloodline. Needle remained inserted in pt's arm and the cracked clamp did not fully occlude the tubing resulting in blood leaking out of the tubing. Facility reports estimated blood loss = 400cc. Pt became hypotensive and was taken to hosp.